Event description:
Patient was revised to address valgus positioning of the tibia which created poly wear and fracture of the poly post.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not determine the exact root cause, but the reported valgus positioning was likely a contributing factor. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.